Manufacturer narrative:
Additional information was received that there was a pool of blood at the pocket site when the physician did the explant. The infection was taken care of and patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. The physician believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. The physician believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected.